Event description:
Note: this report pertains to a resolution 360 clip device and a resolution 360 ultra clip device used in the same patient and procedure. It was reported to boston scientific corporation that a resolution 360 clip and a resolution 360 ultra clip were used during an endoscopy procedure performed on (B)(6) 2022. During the procedure, a resolution 360 clip was used; however, the physician was unable to retrieve the catheter after deployment. The same problem occurred with the resolution 360 ultra clip . The procedure was completed with a different device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4).